Manufacturer narrative:
The insulin pump involved in this event is the paradigm rea-time veo insulin infusion pump, which is not marketed in the united sates. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed int he united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. The insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that they use the sensor feature and they were able to complete the rewind sequence. Customer's last blood glucose reading was 6.7 mmol/l. No further information reported.